Event description:
In late 2008, the patient stated that for approximately the past 10 days he must change his infusion site every 2 days because after 20 hours of use his "blood glucose sky rockets" to the mid 300 mg/dl range and he feels bad and lethargic. His target blood glucose level is 110-120 mg/dl. He will change his infusion site and bolus and his blood glucose returns to normal. He stated that he places infusion sites in his abdomen and he was educated on alternative infusion sites. Troubleshooting did not reveal any product issues. He was sent info on infusion site management. Upon follow up two days later, the patient stated that he continued to use infusion sets from the same box and had no further issues. His current infusion site had been in place for 2.5 days and he had not experienced elevated blood glucose readings. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the alleged product. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.